Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on her back. The patient's physician advised that the patient required a larger size of the garment and provided the patient with a cream for the rash. The outcome of the irritation is not known. There was no allegation that a device malfunction caused or contributed to the reported skin irritation.